Event description:
It was reported that the pt received a polyethylene standard inlay ff/28, left side, on (B)(6) 2005. On (B)(6) 2014, the pt complained of cracking sound coming from her left hip. Since then, the pt suffered constant pain and she had difficulty walking and walked with the aid of 2 walking canes. The pt underwent revision surgery on (B)(6) 2014 and the findings were that there was a spontaneous perforation of the left hip acetabular prosthesis. The metal head went through the pe insert and the metalback. The surgery was to change the acetabular components and acetabular reconstruction with metal cross.

Manufacturer narrative:
At the time of this report, the manufacturer did not receive affected devices, x-rays, or other source documents for review, though the lot numbers were received for the devices. The device history records were reviewed and found to be conforming. Once the devices are received and investigated and the result of the investigation is made available, an updated report will be submitted. (B)(4).